Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy procedure, the device¿s loop did not work properly. The thread of the broke. Another new suture was used without issue. There was no patient injury.